Event description:
It was reported that the patient experienced an overdose/ "jolt" every 6-7 days with sleepiness, hallucinations, and a metallic taste in his mouth. These symptoms were intermittent and have occurred since the pump was implanted. Per the reporter, the patient described the "jolt" as too much medication. The other days, the patient felt fine and had been able to return to normal every day activities. The patient was not on any other oral medications. It was noted that a cap study in the past was negative. There have been no volume discrepancies. A dye study was performed at the end of may. The catheter was easy to aspirate and the study looked normal. At the time of this report, the patient was still experiencing these intermittent events. The pump was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).